Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events of kinked cannula with four infuison sets. The patient was alerted by alarm 2 followed by alarm 26. The sets were in use for 12 hours. The site of insertion was arm and was regularly rotated. Patient's blood glucose due to the event was reported to be 29 mmol/l. Therefore, patient took a correction bolus via pump and correction injection. However, the patient had to visit the emergency room and was subsequently hospitalized. The patient was tested for ketones and the health care professional identified ketone level as life threatening. At hospital patient was treated with IV and fluids of saline and insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(4) - device 2 of 4.